Event description:
Complained of painful breast scar contractures for the last years. Elective surgery for bilateral total capsulectomies and removal of brerast implants. Mammogram suspicious of possible rupture on left side. A rupture on left side confirmed during surgery. Right breast implant was found intact with no obvious silicone leaks. Both replaced with saline-filled implantsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was destroyed/disposed of.